Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient received inappropriate therapy. Interrogation showed a low hv lead impedance. When the pocket was opened, the svc was found to be disconnected from the ICD. The ICD and lead were explanted and replaced.